Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent.

Event description:
Device received from USA stating that the device was difficult to remove from the attachment and the tip was bent. It is unk if the device was being used in surgery. There was no injury reported. It is unk if delay or medical intervention occurred. The date of the event is unk. There is no add'l info available.